Event description:
It was reported that the "doctor noticed that guidewire was bent in packaging prior to use". As a result, a new kit was opened and used. No patient involvement.

Manufacturer narrative:
(B)(4), the actual sample was not returned; however the customer provided one photo for analysis. The complaint of swg kinked was able to be confirmed by the photo. The customer image shows a guide wire within the packaging with one distinct kink in the body, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are printed on the front of the lidstock. An engineering change order was implemented in may 2018 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of guide wire kinked was confirmed by visual inspection of the customer supplied photo. The customer image shows a guide wire within the packaging with one distinct kink in the body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that the "doctor noticed that guidewire was bent in packaging prior to use". As a result, a new kit was opened and used. No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of guide wire kinked prior to use was confirmed by the photo. The customer returned one guide wire for analysis. No definite signs-of-use were observed. Visual inspection revealed one major kink in the guide wire body. The packaging was not returned for analysis. However, based on previous complaints of this nature and the customer report, it can be confirmed that the damage observed is consistent with defects related to storage and shipping. The major kink on the guide wire measured 238mm from the distal end. The guide wire total length measured 350mm, which is within the specifications of 345-355mm per product drawing. The guide wire outer diameter measured 0.515mm, which is within the specifications of 0.508-0.533mm per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states , "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide". The guide wire was passed through a lab inventory 20 ga introducer needle. The undamaged portions of the guide wire were able to pass completely through with no resistance. A manual tug test confirmed the distal and proximal welds were intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink , in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in may 2018 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the "doctor noticed that guidewire was bent in packaging prior to use". As a result, a new kit was opened and used. No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the "doctor noticed that guidewire was bent in packaging prior to use". As a result, a new kit was opened and used. No patient involvement.